Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device after an interventional splenic artery aneurysm procedure on (B)(6) 2016. Reportedly, the patient had a rash on the groin and abdomen after the procedure. The patient's physician stated that it was hives. No treatment was given. The patient declined to provide the name of the physician who used the starclose se device; therefore, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the hives lasted for only 2 days post starclose implantation.